Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the uso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported the device exhibited an up occlusion alarm. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer. Rv: 12.1, ate: 3.5, given: 155.9. No adverse patient effects were reported by the customer.

Manufacturer narrative:
H3: device not returning. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.